Event description:
Customer reported a chemical spill due to leaking from the set. Red air vent was noted to be wet around 1830 on (B)(6) 2012. The nurse opened the vent and did not see any other problems. The following morning around 0805 the nurse felt something wet on the handle of the IV pole (her bare hand touched the chemotherapy). On assessment it was noted that much of the IV pole and the ground was wet. The etoposide was found to be dripping out of the red air vent. The infusion had been running for approximately 64 hours at the time the leak was noted. There was no patient harm. The patient's nurse and mother had minimal exposure with no harm. There was no medical intervention reported. Although requested, no further patient/event information is currently available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.